Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported that they wanted to know how to the turn the ins on. The patient reported the controller is working and showing "stim off" since yesterday (B)(6) 2020. The patient stated he is not sure how his stimulator was shut off because he did not turn it off. The patient was walked through turning stimulation back on and he stated he can feel stimulation. Caller was redirected to the healthcare provider (hcp) to have the ins checked by the hcp. The patient stated he had an appointment on (B)(6) 2020 and would discuss that with the hcp then. No patient symptoms were reported.